Event description:
The patient presented to the hospital on (B)(6) 2025, with intermittent chest pain and was diagnosed with an nstemi. Following a left heart catheterization (lhc) that revealed multivessel disease and an echocardiogram which showed severe mitral regurgitation, the patient was scheduled for a triple coronary artery bypass graft and mitral valve replacement. The procedure was not well tolerated by the patient, and upon sedation the patient became hypotensive. Additionally, the physician noted that the patient¿s left ventricle was hypokinetic and made the decision to place an impella 5.5 to provide necessary hemodynamic support. The impella 5.5 was placed successfully via the axillary artery, exact location was not provided, with no reported complications. Following a successful procedure, the patient was transported to the surgical intensive care unit (sicu) for rest and recovery with impella support. Upon arrival to the sicu, the automated impella controller waveforms were noted to be separating, and intermittent suction alarms began to occur. A bedside echocardiogram was performed and revealed that the impella was at an appropriate depth of 4.9 cm but was noted to be close to the septal wall. The physician pulled the device back approximately 0.5 cm. The waveforms improved, and the performance (p) level was able to be increased back to p7, and the pump flows were as expected at 4 l/min. On impella support day 2, there was noted concern that the patient needed to return to the operating room for excess chest tube output, however the output decreased prior to the decision to bring the patient to the operating room. The patient received a unit of packed red blood cells due the blood loss. Of note, there were no impella concerns or problems. On impella support day 3, the patient was noted to be experiencing hematuria. It was noted that the patient¿s mean arterial pressure increased to 90-100 mmhg the previous day and there was an increased afterload prior to the hematuria. Subsequently, the p level was increased to p7 and the patient was given a bolus of intravenous fluids. Additionally, it was noted that there were intermittent suction events the previous day. The impellla position was reviewed with and echocardiogram, and the impella was determined to be in an appropriate position. As a result of the hematuria, the p level was decreased to p5. As a result of the increased afterload, the patient was given cardene. The urine was noted to be slightly pink tinged but clearing the following day. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: ppae (hematuria/major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.